Manufacturer narrative:
A steris service technician visually inspected the table and found that one foot was missing the rubber pad and another leg had the wrong foot on it. The solenoid valves were leaking when the table was in the locked position, allowing the table to become unlocked during patient procedures. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The device's maintenance manual preventative maintenance schedule states that the floor lock system should be checked and cleaned every two months. This table was last serviced by the facility biomedical department on march 12, 2009. The facility replaced and adjusted all three floor lock feet and the steris service technician replaced the solenoid valves. Steris will offer the hospital training in the proper maintenance of this equipment.

Event description:
The user facility reported that during three patient procedures the surgical table began to move while in the locked position. No injuries were reported and the procedures were not delayed.